Event description:
It was reported that the patient was seen in clinic with low battery (eos = yes), high impedance, and low output current. It was noted that this is the first time the patient has had their device checked in 2 years. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.